Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, lower than expected flows occurred due to a suspected thrombus within the pump. The device was removed and replaced without any harm to the patient.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the data logs were returned and confirm low flow and suction. The product was returned, and a thrombus was found in the inflow and the outflow of the pump. The root cause of the low flow was determined to be biomaterial. This report is being filed as part of a retrospective review of historical records.